Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a damaged sensor seal. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Review of event log found no relevant alarms. No relevant service records found. Confirmed customer reported complaint by performing visual and functional. Visual evaluation found damaged downstream occlusion (dso) seal and battery compartment. Replaced the dso seal. Upon further investigation found a crack in battery compartment and latch/lock failed go/nogo test. Replaced battery compartment and latch/lock mechanism. Device passed all testing after repairs.